Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the clinic noted the cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms which triggered the lead safety switch (lss). Review of the data stored in the remote home monitoring system found that prior to going out of range, there were jumps in the ra impedance measurements. No myopotential oversensing was observed when reviewing stored electrograms. The clinic is continuing to monitor the patient and no adverse patient effects were reported. The crt-p and ra lead remain in service.

Event description:
This report is being filed as the evaluation results codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.